Manufacturer narrative:
Section h10: the following sections have additional info: (d4) catalog number.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation and loosening.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the patient's fall, which led to dislocation and glenoid baseplate loosening.